Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2008, patient was implanted with a pinnacle mom hip implant on his right side. He later experienced pain, weakness, clicking/popping and difficulty with even simple daily activities. There is no mention of revision surgery. Doi: (B)(6) 2008 - dor: unk (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during primary surgery the calcar was fractured after final insertion of the stem. Records are available for further review.